Manufacturer narrative:
Investigation conclusion: the complaint history on the reported lot was reviewed and no trends were identified. Upon further review of the information provided in the case details, a root cause could not be determined. This issue will be continuously monitored through incoming complaints root cause: unable to determine. Source: phone.

Event description:
Reports increase in positive results for flu b, number of tests not specified. Confirmation not performed. No other information provided. Customer later said they no longer have a concern without providing additional details. No apparent adverse event.